Event description:
It was reported that there were delayed responsiveness to the touch screen. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up or troubleshooting, and the case was closed by technical support.